Manufacturer narrative:
The device will not be returned for evaluation as the clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. Patient ID: (B)(6). It was reported that on (B)(6) 2018 the patient underwent the mitraclip procedure to treat grade 3+ mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 1+. On (B)(6) 2019 and (B)(6) 2019 the patient had heart failure, but these heart failure events were not related to the mitraclip. On (B)(6) 2020 the patient expired at home. No additional information was provided.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018 the patient underwent the mitraclip procedure to treat grade 3+ mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 1+. On (B)(6) 2019 and (B)(6) 2019 the patient had heart failure, but these were not related to the mitraclip. On (B)(6) 2020 the patient expired at home. Subsequent to the previously filed report, additional information was received that in the physicians opinion, the mitraclip did not cause or contribute to the patient death. The mitraclips were stable on the leaflets and there was no chordal/leaflet damage noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported, unrelated death. However, death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. H6 patient code 1802 was removed and replaced with 2199.